Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a third party service agent that the customer's device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.